Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead oversensed the p-wave form. Technical services (ts) advised rv amplitude measurements are low. Ts reviewed an x-ray completed and suspected after device replacement the rv lead is placed touching the tricuspid valve resulting in observed oversensing. Oversensing observed resulted in pacing inhibition. Additional information was requested but was not provided at this time. This rv lead remains in service. No additional adverse patient effects were reported.